Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. The visual inspection of the returned product identified a dent on the corner of a sterile cavity. The sterile barrier was not broken. DHR was reviewed and no discrepancies relevant to the reported event were found. The root cause of the reported issue is attributed due to transit damage. This product falls within the scope of an action implementation that is reviewing all the packaging configurations at zimmer biomet, bridgend, UK. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Report source: (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that upon incoming inspection the sterile package was found to have a protrusion. There was no patient involvement. No adverse events have been reported as a result of the malfunction.